Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when contacted by medical surveillance in order to obtain additional information. The reporter stated that ¿2 months¿ prior to contacting lfs the patient obtained results of ¿100 and 220 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages his diabetes with ¿metformin 1000mg pills and a generic drug¿ and continued to take his usual dose of medication in response to the alleged issue. The reporter detailed that the patient developed symptoms of ¿numbness in lips and stiffness in shoulders¿ an unknown time after the alleged issue occurred and ¿2 months¿ prior to contacting lfs, visited his doctor¿s office, where he ¿received shots and was referred to a physical therapist.¿ during the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.